Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history revealed multiple occlusion alarms. The battery cap was not returned with pump; therefore, a test cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed on the pump with no alarms or warnings. The force sensor was found to be within calibration. The force sensor pins were seated and solder connections were found to be intact. There was no evidence of cracked force sensor traces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).